Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing was performed and could not be completed because the receiver would not turn on. An interior inspection was performed and the reported event that the receiver overheated was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(6).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report the patient's receiver ceased to function on (B)(6) 2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.